Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿catheter lumen wall thickness is too thin ".however, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had an incident in one of their intensive care units last week regarding a temperature sensing foley catheter. Temperature probe in the foley catheter broke through the plastic allowing wires to cause cuts or injury to urethra meatus. It was unknown what medical intervention was provided.

Event description:
It was reported that customer had an incident in one of their intensive care units last week regarding a temperature sensing foley catheter. Temperature probe in the foley catheter broke through the plastic allowing wires to cause cuts or injury to urethra meatus. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.